Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the catheter disconnect and withdrawal occurred in (B)(6) 2004. It was unknown what led to the event; it occurred a few days after a pump refill. After a year of no pain resolution, the patient asked the physician's assistant to check the side port. When the syringe was pulled back, no fluid was present. They then knew the catheter was disconnected.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump. In 2002, the catheter disconnected and caused withdrawal. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.